Manufacturer narrative:
(B)(4). Advancer. The analysis results of the device found that it was received with the tip of the advancer bent making the instrument non-functional. However, it could not be determined what may have caused this condition. The device was disassembled and nine clips were found on the clip track. Although the returned condition of the device prevented functional testing to evaluate the incident reported, the found condition of the advancer could lead that the clips did not feed as intended thus, malformed clips would be formed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a donor nephrectomy procedure, the device deployed malformed clips. The sales rep. Stated that torque and tension was being applied to device when problem occurred. When it was removed from the patient and inspected, a clip was noticed in the proximal part of jaws. A different device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.